Manufacturer narrative:
The previous gastrointestinal bleed from august 2018 was reported under MFR. Report # 2916596-2019-01027. The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device -- 3 months, 20 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient has coronary artery disease and heart failure with reduced ejection fraction. Ischemic cardiomyopathy status post lvad implant, mitral valve replacement, and target vessel revascularization on (B)(6) 2018. The patient has diabetes mellitus, chronic kidney disease, and a post-vad course complicated by right ventricle dysfunction and volume overload, pseudomonas driveline infection, epistaxis, and upper gastrointestinal bleeding jejunal arteriovenous malformation (avm) status post cauterization (B)(6) 2018. The patient was on ciprofloxacin for the infection. Presented to clinic with dizziness in the setting of melena. The patient was found to have acute blood loss anemia and acute kidney injury with hyperkalemia. Hemoglobin (hgb) stable and acute kidney injury continued to improve.

Manufacturer narrative:
Section b5: the patient's driveline infection is reported within MFR report number 2916596-2019-01029. Manufacturer's investigation conclusion: a direct relationship between the device and the reported acute kidney injury, right ventricle dysfunction, and epistaxis could not be conclusively determined through this evaluation. The heartmate 3 lvas IFU lists renal dysfunction, right heart failure, and bleeding as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. It also states ¿right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump.¿ the patient care and management section provides information regarding anticoagulation, including the recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported right ventricle dysfunction, acute kidney injury, gastrointestinal bleeding, epistaxis, and patient conditions could not be conclusively determined through this evaluation. Review of the device history records showed no deviations from manufacturing or qa specifications. The implant kit was shipped to the customer on 15may2018. The heartmate 3 lvas IFU lists right heart failure, renal dysfunction, and bleeding as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. It also states ¿right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump.¿ the patient care and management section provides information regarding anticoagulation, including the recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2018. The patient received 6 units of packed red blood cells. An esophagogastroduodenoscopy (egd) was performed on (B)(6) 2018 with briskly bleeding duodenal arteriovenous malformation. Argon plasma coagulation and clips were administered post procedure. Patient was treated with blood transfusion. Patient was transitioned back on coumadin with stable hemoglobin/hematocrit. The patient was discharged on (B)(6) 2018.